Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a total knee arthroplasty (tka), the balanced sizer was not working correctly. According to the reporter, when twisting, the top doesn't open up correctly and was stiff. Additionally, the black over sizer didn't slide down over the steel rod. There was a 15 minute delay in surgery reported. It was further reported that the procedure was completed successfully and no fragments were generated. There were no patient consequences. All available information has been disclosed.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: according to the information received, ¿balanced sizer not working correctly, when twisting top doesn't open up correctly is very stiff and black over sizer doesn't slide down over the steel rod." The product was returned to depuy synthes for evaluation. Visual analysis revealed that the device exhibits an overall worn condition consistent with normal and constant usage. Functional testing was conducted on the returned mating instruments. The evaluation determined that the attune bal sizer distractor slide properly into the attune balanced femoral sizer. No jammed condition was observed. Therefore, the unable to assemble allegation cannot be confirmed. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the attune balanced femoral sizer would not have contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6: the product was returned to depuy synthes for evaluation. Visual analysis revealed that the device exhibits an overall worn condition consistent with normal and constant usage. Functional testing was conducted on the returned mating instruments. The evaluation determined that the attune bal sizer distractor slide properly into the attune balanced femoral sizer. No jammed condition was observed. Therefore, the unable to assemble allegation cannot be confirmed. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the attune balanced femoral sizer would not have contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.